Event description:
Caller reported a separate comparison of 545 mg/dl on mobile system, 131 mg/dl on performa system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is performa system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with identifier (B)(6) is mobile system, medwatch with identifier (B)(6) is performa system. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned.